Manufacturer narrative:
(B)(4). D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did any pieces fall into the patient? If yes, were they retrieved? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the [clip] appliers are not clipping correctly. Fired crossways. The surgeon is using the product as he always has. He will normally fire 3 clips at the biliary tree before removing the gallbladder and the clips are not closing down and they are falling out.

Manufacturer narrative:
(B)(4). Date sent: 10/14/2025. Additional information was requested, and the following was obtained: did any pieces fall into the patient? If yes, were they retrieved? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No details regarding patient status were shared.